Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that when the device was run on the automated test console, all tests passed. Additional analysis found that when the main board was heated, the device exhibited the error seen during repair of the device. The main board had a suspected intermittent solder joint on the die stack. Conclusion: the reported event was confirmed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found two device log errors; the main printed circuit board assembly found out of electrical specification. Analysis also found the output connector assembly was broken. Battery wire insulation and display wire insulation were pinched (wire insulation not compromised). It was noted two case screws were contaminated.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.